Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system device was not detected on bus. A field service engineer checked all connections and found that most connections were correct and removed and reconnected them regardless. A field service engineer had examined the unit but did not observe any obvious issues; however, upon rebooting, the drawer went completely offline and was unable to recover. All connections were checked and found to be mostly secure, though they were removed and reconnected as a precaution. A cursory inspection of the retractor band revealed light scuffing but overall good condition. It was noted that the status lights on the rear controller were not illuminated, indicating no signal was being received from the drawer controller board via the retractor. Since the retractor band appeared to be in good condition, it was temporarily swapped with another drawer, but the status lights remained unchanged. Consequently, both controller boards¿still original and showing no resistance issues¿were replaced. Functionality of the unit was verified using test mode, and after confirming successful operation, users were allowed to use the device, which continued to function properly before leaving the med room. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.